Event description:
It was reported that guide wire fracture occurred. The target lesion was located in a severely tortuous and severely calcified dorsal pedal artery. Following angioplasty on the below the knee artery, the physician attempted to treat the dorsal pedal artery through the first toe. A 20/300 v-18 control wire was selected for use and advanced to cross a sharply angled and severely calcified artery by co-axial technique with rubicon 18 support catheter. The device was repeatedly moved forward and backward at the angled area. Eventually, the wire broke off and remained in the patient's body as it was pulled back straightly without the torque. The procedure was not completed. Normal approach was done with the guide wire and neither additional procedure nor intervention was performed with the retained guide wire. No further patient complications were reported and the patient's status was steady.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).